Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead had operation issue and was unable to implant which led to failure to capture. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.